Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient is in a mild case of diabetic ketoacidosis and in the hospital. The patient¿s bg was 660mg/dl with nausea, vomiting and positive ketones. The reporter stated that the infusion set was changed prior to hospital and knows its not an infusion site. The patient is currently off the pump and on an insulin gtt. Alarm history indicated occlusion alarms on (B)(6) 2013 and the next alarm is a low cartridge alarm. Customer support (cs) advised the reporter that alarms indicated infusion set issue and not a pump issue and that replacing the pump will not solve issue for infusion set. This report is being made due to the hyperglycemic event the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box shows several alarms-145 occlusion alarms on (B)(4) 2013; alarms-145 at 01:44 deliveries resumed 03:38; alarms-145 at 05:44 deliveries resumed 06:39; alarms-145 at 08:56 deliveries resumed 09:38. The pump was exercised for 24hr duration period; no alarms occurred during testing. Units remaining were correctly calculated in steps 17 through 20 and written to the pump history. The pump successfully passed a delivery accuracy test and was found to be operating within required specifications. Unable to duplicate the reported complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.